Manufacturer narrative:
Currently, it is unk whether the device may have caused or contributed to the reported event. The patient¿s attorney did not allege a specific device failure and medical records have not been provided. We have contacted the initial reporter to request add'l info and if available, to request return of the device for eval. A mfg review was performed and found no evidence of a mfg related cause for the alleged event. This MDR includes all patient, event and device info davol has received to date. If add'l event and/or eval info is obtained, a follow up MDR will be submitted. See MDR 1213643-2013-00066 for info related to the other bard pre-shape mesh implanted on (B)(6) 2006.

Event description:
The following was reported to davol by the patient's attorney: (B)(6) 2006: patient for the attorney alleges permanent injury, nerve damage, pain and suffering, add'l medical and surgical intervention, defective mesh.